Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and vomiting. The cause of peritonitis was not reported. The same day as the event onset, the patient was hospitalized due to abdominal pain and vomiting. Pd therapy was ongoing. The patient was treated with ceftazidime and cepasoline sodium (intraperitoneal, for 14 days) for peritonitis. At the time of this report, the peritonitis event was still ongoing. The reporter declined to provide additional information.